Manufacturer narrative:
The device was evaluated by an approved service provider. The customer's report was duplicated and the coin battery was replaced to report. The device was recertified and returned to the customer. Zoll medical corporation recommends the replacement of the lithium battery on the system board every 5 years. This device is approximately 9 years old from the date of manufacture. Analysis of the reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.